Manufacturer narrative:
(B)(4). Insulin pump power up properly after battery installation. Unit received with operating currents within spec. Insulin pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error pump error 24 or 40 noted. However, insulin pump received with corroded electronic assemblies and corroded motor home switch. Insulin pump received with corroded battery tube.

Event description:
It was reported that the insulin pump had multiple pump errors. The customer's blood glucose level was unknown. The customer stated that they were able to clear the alarm and the insulin pump passed the self test. The insulin pump will be returned for analysis.